Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (374 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Customer administered an injection via an insulin pen to address elevated bg levels.